Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving hydromorphone [5mg/ml] and compounded baclofen [200mcg/ml] via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient was getting great therapy from the pump, but had some health issues with her skin where she had a severe burn in her youth, making her skin very tough. There was some necrosis near the pump, but the doctor confirmed that there was no infection. It was indicated that the burn had contributed to the skin issues with the pump. Due to the tough skin, the pump was being relocated, and the reporter stated that the catheter would likely be replaced because the volume was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.